Manufacturer narrative:
Block b3: exact date unknown, event occurred roughly 3 years ago from the date manufacturer became aware of the event. Block d6b: explant date: (B)(6) years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 19966058.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The patient was doing well postoperatively. All explanted device components will not be returned.